Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
Reportable based on device analysis completed on 11jun2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left main coronary artery. After engaging the lesion with a 6f guide catheter and was crossed with a 0.014 wire, dilatation was performed using a 2.50mm diameter balloon. A 12 x 4.00mm rebel stent was advanced for treatment. However, the device was unable to reach the lesion due to tight stenosis. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.